Event description:
The customer reported higher than expected vitros phenytoin (phyt) and lactate (lac) results were obtained from vitros performance verifier fluids using vitros phyt and vitros lac slides on a vitros 5,1 fs chemistry system. Vitros pvi phyt= 37.28 vs. Expected 12.91 ug/ml, vitros pvii lac = 5.05 vs. Expected 3.64 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegation that patient sample results were affected; however, the investigation could not conclude that patient results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros phyt and lac results were obtained from vitros performance verifier fluids using vitros phyt and vitros lac slides on a vitros 5,1 fs chemistry system. The investigation concludes that the assignable cause of the event was user error associated with disabling the environmental temperature control/monitoring of the microslide incubator. The vitros microslide incubator temperature was running approximately (B)(4) degrees lower than expected and subsequently impacted vitros lac and phyt assay performance. Once the microslide incubator temperature was stabilized at (B)(4) degrees celsius, the vitros lac and phyt assay performance was acceptable.